Event description:
While delivering a lateral treatment (gantry at 270 degree) the source stuck in an open position. The source did not rotate back into a shielded position after the timer shut off. The source did rotate back into a shielded position after approx 30 seconds. The second time it stuck (same position), it returned when the technologist held the "emergency off" bar for 5 seconds or more.